Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: after power-on appears the message -- o2 sensor calibration needed.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. No UDI required; device was manufactured 22.08.2013

Event description:
Hamilton medical ag received the following incident description: after power-on appears the message o2 sensor calibration needed.